Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an receiver malfunction occurred. On (B)(6) 2023, the patient experienced a hypoglycemic event with loss of consciousness which occurred an unknown number of days after the sensor had been inserted into an unknown insertion site. According to the patient, during the event the trend arrows were not showing on the dexcom device, even after changing the sensor, and because of this he was not able to react to the fast-dropping blood glucose level on time. The patient confirmed that he was warned by his dexcom device that the blood sugar was low, but no specific reading was reported. During the event, the patient took a fingerstick and the blood glucose reading was also low, but no specific reading was reported. During the event, the patient felt lightheaded, could not see very well, had cold sweat, was ¿going into shock because of panic¿ and eventually passed out. Before the patient lost consciousness, he called an ambulance and left the door open so the paramedics could enter. The patient denied he had tried to eat or drink something before he lost consciousness. The patient regained consciousness once the paramedics had arrived and stated that he was given glucose. The patient was not brought to the hospital after this. No specific continuous glucose monitor (cgm) or blood glucose readings were reported during the event. At the time of the report the patient was doing fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.